Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this local representative contacted technical services to report that this clinic nurse was reviewing a stored episode from the arrhythmia logbook (as recorded in this patient's latitude report). The patient was exercising and the initial detection occurred in the vt zone that had been programmed to monitor only. The rate accelerated and was detected in the vf zone. The patient received inappropriated therapy. Technical services discussed reprogramming the vf rate cut-off to 200 bpm to avoid inappropriate shock therapy due to sinus tachycardia (st).